Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Received information regarding a cartridge alarm 19 during basal delivery. The customer had not tested blood glucose level at the time of the reported event; however, there was no reported impact to the customer's blood glucose level. As the customer did not have any additional cartridges available, it was indicated that the customer would reload the current cartridge.